Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient hospitalization was not related to the patient's device or therapy. There were no issues with the patient's implantable neurostimulator (ins) or therapy. It was unknown if any troubleshooting was done or if any actions or interventions were taken. The issue was resolved after the recharger was replaced.

Manufacturer narrative:
Analysis of the recharger found the antenna was damaged. .

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the recharger malfunctioned and there was a connection failure between the recharger and antenna. The manufacturer checked the connection and the unstable connection part caused a connection failure error message. The connection was loose and could not be plugged in completely. The error code was displayed multiple times. The recharger had not worked since implant. The recharger was going to be replaced, but the device was needed until a backup was received. The loose connection was pushed forcefully and a ¿thin thing¿ was put in to attach the cover. No error messages were then triggered. The issue was not resolved at the time of this report. At the time of this report the patient was being hospitalized. No surgical intervention was taken or planned. The patient was alive with no injury. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.